Manufacturer narrative:
H6: investigation: it was reported half of a flush could not be instilled. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 306546, lot number 1294973. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Event description:
It was reported bd posiflush syringe had difficult plunger movement. The following information was provided by the initial reporter: "while flushing 2nd ns flush half of syringe instilled without problems and the unable to flush remainder."

Event description:
It was reported bd posiflush syringe had difficult plunger movement. The following information was provided by the initial reporter: "while flushing 2nd ns flush half of syringe instilled without problems and the unable to flush remainder."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.